Event description:
New information received notes that a re-occurrence of post-paced t-wave oversensing (pptwos) was noted on the ICD. Programming changes were performed to resolve the issue. There were no patient consequences reported.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.